Manufacturer narrative:
The locking screw is a subcomponent of the modular radial head stem, the stem remains in the patient but the screw was explanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03165 / 03166). Not returned by patient.

Event description:
Patient underwent an elbow revision approximately two months post implantation due to the radial head locking screw backing out; only the locking screw was removed and replaced.